Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial# (B)(4) , implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had their spinal cord stimulator (scs) explanted due to discomfort. There were no known contributing factors that may have led or contributed to the issue (ex. Falls, emi, patient compliance). The whole system was explanted and was not replaced. The devices were in the possession of the hospital so the rep was unable to determine if they would be returned. No further complications were reported/anticipated.